Event description:
Information received indicates the controls for the head up/down functions are not working.

Manufacturer narrative:
The technician found that the head up/down valves were not functioning. Repairs have not been completed.